Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was noted that the handle was closed all the way, but when they opened the handle, the clip was hanging and still attached to the catheter. The physician attempted to break it loose by closing the handle again; however, it would not come off from the catheter. The physician attempted to pull it, and the clip eventually came off. The device was removed and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.